Event description:
Information received a smiths medical ambulatory infusion pumps/cadd administration sets - flow stop infusion was not completed. Patient called to reported noticing bubbles 4-5 mm of air in purple lumen. Missed dose of antibiotic.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
As per additional information on 26-apr-2021, no further adverse impact reported besides missing one dose of medication.